Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thump. No unexpected pump error 25 alarms, low battery alerts, or power-related alarms were noted during testing. A review of the history files reveals there was a plethora of pump error 25 alarms (approx 240+) from on (B)(6) 2023. The pump was cut open to perform a visual inspection. No moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, and force sensor however, found internal battery connector on j6/pcb 1 was not fully plugged in. Reconnected (secured) the internal battery connector on j6/pcb 1, and the pump was monitored for seven (7) days. No pump error 25 alarms or additional battery/power-related alarms occurred during the monitoring period. Generated a new power management graph on (B)(6) 2023). The unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range verifying the loose j6 connector caused the pump error 25 alarms and eventually the unexpected battery power loss. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label fading, and pillowing keypad overlay. Pump error 25 alarms and unexpected battery power loss is confirmed due to a loose connection of j6/pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that there was replace battery alert and a low battery alert on the insulin pump. The customer also reported a power error alarm on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the time between the low battery alert and replace battery alert was less than 8 hours. The customer will discontinue using the device and the insulin pump will be returned for analysis.